Event description:
It was reported that the patient experienced chills and fever during the trial phase of testing with redness, swelling, and discharge noted at the lead exit site. The physician removed the dressing and evaluated the sites. The leads were removed and a new antibiotic was started. A gram stain of the skin/lower back wound showed a few gram positive cocci. A culture from the same source had moderate growth of (B)(6). Susceptibility results showed the (B)(6) was susceptible to vancomycin, tetracycline, and tmp/sxt. A blood culture had no growth after 5 days. The patient was under the care of an infectious disease specialist as an in-patient and was discharged on (B)(6) 2015 to home. They were followed up as an outpatient in the clinic to continue IV antibiotic therapy. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial# (B)(4), product type: screening device. (B)(4).